Event description:
It was reported that a physician's programming wand was not functioning properly. A company representative was present and attempted to troubleshoot. She was unable to interrogate a demo generator using the physician's wand even after changing the wand batteries. When the company representative used her wand with the physician's handheld device and serial adapter cable, it worked fine. Good faith attempts to obtain the programming wand for product analysis as well as the serial number of the programming wand have been unsuccessful to date.